Manufacturer narrative:
The investigation for the reported pump stop issue has been completed. The impella device was received from the customer and an investigation regarding the returned device has been completed. The evaluation of the device noted that data logs showed the pump stopped immediately upon the sudden occurrence of the "impella stopped - motor current high" alarm; the alarm was accompanied with a motor spike to 1500. The pump was unable to be restarted. There were no abnormal pump performance metrics prior to the pump stop. Visual inspection of the returned pump revealed a large impeller purge gap. Also, biomaterial was found on and around the impeller. No other damage or abnormalities were found. In conclusion, it was determined that the root cause of the pump stop was bearing wear after over 8 days of use, which is beyond design life. Impella cp with smart assist system instructions for use for the related event are as follows: section: troubleshooting the purge system ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, the impella stopped suddenly on the 9th day of support. The pump stop was accompanied with the "impella stopped - high motor current" alarm. The clinicians made multiple attempts to restart the pump, but their efforts were unsuccessful. The decision was made to explant the device after successfully weaning the patient.